Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the vertek arm would not tighten properly. Per the site, the system is now working correctly and the replacement vertek arm is on hold. Suspect vertek arm has not been received by the manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
The returned vertek arm is not broken but is well worn. The arm locks and releases without issue. There is some minor squeaking in the lower joint, but the movement is normal. No problem found.

Event description:
A site representative reported a vertek arm ii that is broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.